Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The customer was not able to enter their blood glucose reading or carbs because the up or down arrow button did not function. The caller did not know the blood glucose reading. The customer reset the insulin pump by removing the battery for 20 minutes, but the issue reoccurred. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.